Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) male patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain and other non-malignant pain. The patient¿s medical history included lupus and ¿other medical problems.¿ the patient¿s concomitant medications include unspecified blood thinners. On (B)(6) 2015, the patient had the pump refilled. On (B)(6) 2015, the non-critical alarm started. In (B)(6) 2015, the patient experienced ¿extra pain.¿ the pain had gotten worse since the last week as of (B)(6) 2015. The patient saw his healthcare provider (hcp) and was told that it was the elective replacement indicator (eri) alarm but that the pump still had life in it until (B)(6) 2016. At the patient¿s last refill, the estimated eri was ¿0.4.¿ as of (B)(6) 2015, the patient was going through withdrawals. Additional information has been requested regarding troubleshooting, actions/interventions taken and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, the event will be updated. Additional information was received from a consumer (con). It was reported that the patient's pump had the battery problem.